Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence. It was reported that the trial patient¿s wound was seeping and leaking. The patient also stated that their device could not connect to the external neurostimulator (ens). It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the healthcare professional (hcp) on (B)(6) 2018 reported that the cause of the device not connecting issue/wound seeping issues was granulation tissue at the "ipg" site. The patient was given dicloxacillin for 10 days. The patient was to follow up on (B)(6) 2018.